Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise and out of range impedance were seen on hmsc. Recommended bringing patient in to evaluate lv lead with isometrics. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.